Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia and menorrhagia had resolved and the headache and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Event injury nos was replaced with the new events: pain: dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), headaches, nausea. Event outcome was added for the events: dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia. Reporter's information and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.